Manufacturer narrative:
Customer service had the customer reset her pump, requested she charge it for 2 hours, and asked her to call back if she had further issues. On (B)(6) 2020, the customer called in and alleged that her freestyle flex had a melted charging port and power cord. Customer service sent the customer a replacement device and return of her original device was requested for testing/evaluation. In further follow up with a complaint handler on (B)(6) 2020, the customer indicated that the device and power adaptor had been plugged into a wall outlet with a non-medela charging when she noticed after an hour and a half of charging that the device's charging port and the non-medela power cord were melted. She additionally indicated that she had purchased the non-medela charging cord because her pump had not been charging with the cord that came with the pump, but she knew the power adaptor was working since she had tested it with her phone. This issue is currently under investigation by medela ag, the legal manufacturer in (B)(4).

Event description:
On (B)(6) 2020, the customer alleged to medela llc that her freestyle flex breast pump was not charging past sixty three percent.